Manufacturer narrative:
Device evaluation summary: the reported battery issue was not verified during service. The service technician found the batteries were fully charged. They ran the ups test through hyper terminal and the ups check passed with no issues. They ran the unit at 2500 rpm's, 4 lpm flow for 30 minutes on the battery backup system with no issues. The unit ran as expected on the battery backup system. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console controller instrument, it was reported that the unit was found unplugged and the batteries were not charging. Customer requesting to check the battery back up system. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the batteries were installed on 02 jul 2025.